Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained a discordant, falsely low na result on one patient sample. During troubleshooting the customer performed a precision study on one patient sample in replicates of five, which was within acceptable range. The cause of a discordant, falsely low na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher each time it was tested. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.